Event description:
It was reported a stretcher was delivered damaged because the reverse trend pedal did not work. It is unknown if there was patient involvement or if there are adverse consequences to report.